Event description:
The customer reported that the system had a broken ethernet connector and this caused an error during a case. A rebooted corrected the problem.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the external interface. The system operates as intended.